Event description:
It was reported that the "tip of the guide wire was bent." Additional follow-up was performed; however, the condition of the packaging could not be determined. No patient injury or adverse clinical outcome was reported as issue was observed prior to use.

Manufacturer narrative:
(B)(4).